Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl with trace ketones. Customer reverted to manual insulin injections and drank water to address elevated bg.